Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (false asystole events) has been confirmed. Upon investigation the electrode belt failed a therapy electrode fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the belt was causing false asystole events.